Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the pacing inhibition caused by over-sensed noise exhibited by the right ventricular lead. Programming changes were performed. The patient was in stable condition.